Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their system had been very inconsistent and that they'd been changing the programs. The patient further clarified and stated that when they first got the implanted system it worked great for their symptoms but then by the end of (B)(6) 2022, they noticed it didn't work as good for their symptoms. The patient stated they had the implant for retention and frequency. The patient stated the therapy had helped a lot and that they'd had improvement but some days they were just not urinating at all and other days they were going all the time. The patient stated they had spoken to a manufacturer representative (rep) about this concern pretty early on after they first got their implant and had been told to rotate between programs 3, 4 and 6 so that was what the patient had been doing and was not trying other programs. The patient stated they just hadn't had "good luck" and they noticed they weren't really feeling the stimulation anymore. The patient stated they talked to their managing healthcare provider (hcp) yesterday and the doctor told the patient to call the manufacturer to have the device "rebooted." The patient wasn't sure what the hcp meant by "reboot" and thought that the hcp had wanted the patient to turn the therapy off and then back on again with the help of patient services. Patient services reviewed the role patient services with the patient and walked the patient through connecting to their settings. The therapy was on and the patient was on program 6 at 0.2 ma. The patient turned their stimulation off and then back on and increased the stimulation to 0.5 ma and they started to feel the stimulation in the bike-seat area but then it just went away and they didn't feel it anymore. Patient stated they hadn't been aware they needed to feel the stimulation in the bike-seat and that they would sometimes feel a "zing" at the implant side when they were increasing with the "programmer" over their ins site but they hadn't kno wn to increase up to where they would feel it in the bike-seat. Patient services reviewed therapy expectations and stimulation and programming considerations with the patient and directed the patient to follow up with their hcp to discuss their concerns. The patient stated sometimes when they were laying down in bed, they could feel it but not very often but now that they'd increased the stimulation up to a level where it had been in the bike-seat and comfortable, they noted they would monitor their symptoms and reach out to their hcp with further concerns.